Manufacturer narrative:
From the analyses conducted during this investigation, it was concluded that the journey patella femoral component fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the implant could not bear the imposed patient loading. Fatigue cracking is caused by the implant bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A possible cause for the fatigue fracture is lack of bone cement support on the distal portion of the implant. No materials or manufacturing deviations were found in this investigation. From the analyses conducted during this investigation, it was concluded that the journey patella femoral component fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the implant could not bear the imposed patient loading. Fatigue cracking is caused by the implant bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A possible cause for the fatigue fracture is lack of bone cement support on the distal portion of the implant. No materials or manufacturing deviations were found in this investigation.

Event description:
It was reported that the implant fractured approximately 3 years after implantation requiring a revision surgery to correct.